Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal segment of the lead was returned. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The returned lead distal segment was thoroughly analyzed electrically and visually (including destructive analysis) in an attempt to find an explanation for the high thresholds described in theevent. There were no anomalies observed on the returned distal segment. An in-vivo insulation breach or conductor fracture was not observed during analysis. All electrical and visual analysis was within specified parameters. The lead was returned with severe explant damage. Concomitant medical products: 305c223 valve, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient's high voltage lead had high impedance and a possible fracture. The lead was explanted and replaced. It was also noted that the patient's right atrial (ra) lead had high thresholds of four volts at one and a half milliseconds. The ra lead was also explanted and replaced. No patient complications have been reported as a result of this event.